Event description:
I'm the patient, also healthcare professional, that'd like to report malfunction with freestyle libre 2 sensors. Quantity involved: 3 sensors. -first (applied around unknown date in (B)(6) 2024) and second (applied (B)(6) 2024) sensor experienced malfunction right after application on back of the arm. Sensor reported unknown error therefore was removed. I applied new sensor which worked as expected. -third sensor (applied on (B)(6) 2024) began coming off my arm few hours or days after application while in shower. It's possible user-error or lack of proper adhesion is involved. Sensor eventually fell off patient's arm. All 3 sensors are reported to abbott, the manufacturer, who seem to be working well with me to replace the sensors thus far. One sensor was replaced, and I'm awaiting replacement of remaining 2 sensors. At this time, I have not sought medical intervention and will begin monitoring glucose once replacement is received. Patient does not want to be contacted by FDA but manufacturer has consent to contact patient. Reference reports: mw5160925, mw5160927.